Manufacturer narrative:
Analysis of lead model 977d260, sn: (B)(4) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
The manufacturer reported the consumer was undergoing a spinal cord stimulator trial. During intraoperative testing, the consumer didn't feel stimulation during the trial lead placement. Impedances were checked and found to be high on multiple contacts. A new lead was placed for the consumer. No further complications were noted. The consumer was proceeding throughout the trial without difficulty or injury. It was noted no environmental, external, patient factors could be surely identified that may have led or contributed to the issue. The issue was resolved at the time of the report. It was noted that the lead was never implanted and would be returned. The consumer status at the time of the report was alive-no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.